Event description:
14f manta vascular closure device was deployed in left femoral access site. Post deployment pedal pulses were absent under doppler exam. Peripheral angiography revealed distal dissection and evidence of thrombi. Cardiovascular operating room and vascular surgery notified and in room for intervention.